Event description:
"On (B)(6) 2012 the ssu representative at maquet (B)(4) reported that the hcu 30 serial number unknown was not circulating on the main side and the main side stop valve showed some damage. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."